Manufacturer narrative:
Investigation conclusion; it is unknown what may have caused this occurrence and root cause of this occurrence cannot be determined without returned product. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported that venous drainage was not effective while using the carpentier bi-caval femoral venous cannula. The end of the cannula was found to be broken when the venous cannula was removed. See the attached image. The fracture occurred after the operation when the cannula was removed from the patient. The cannula was part of an integrated intubation design and was removed from the patient's femoral vein using the normal removal procedure. The cannula issue resulted in poor draining, affecting intraoperative extracorporeal flow, affecting the patient's intraoperative oxygen supply. The customer stated that when the cannula was used the thread ring was not taken with a surgical forceps.